Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, serial number label stained, cracked retainer, end cap address label missing, pillowing keypad overlay and cracked select button keypad overlay. Cosmetic damage was confirmed at behind the pump at the battery compartment. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The devise was returned for analysis.